Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (425mg/dl), after switching to a replacement pump. The customer delivered a 8 unit bolus prior to contacting tandem technical support, and administered another during the call. System check was performed with tandem technical support, and the pump performed as intended. The customer indicated that they will change out the site and monitor blood glucose levels. Recommendation was made that the customer consult with their healthcare provider if they are unable to monitor blood glucose levels.